Event description:
The raqa manager received a letter with a legal claim: ¿a patient, mr. (B)(6), after an incident, underwent a surgical procedure of stabilization of spine in an unspecified position.¿ this complaint was raised with a minimum of info available.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.